Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Fluid was found inside the cassette door of the cycler. Pt had no ill effects. Sample is not available.